Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. While advancing the wds, a kink was observed in the was. The wds and was were removed and the was exchanged for a new one using a pigtail catheter to position in the laa. The wds was then advanced in the new was and the closure device was deployed in the laa. The device met criteria and was released in the laa. Shortly after deploying the device, the patient developed a hypotensive crisis. The patient was started on multiple blood pressure support medicines and the physician noticed that there was a st segment elevation in the EKG. The physician did a coronary angiogram which did not show any blockages. The patients blood pressure stayed low and they elected to place an intra-aortic balloon pump and the patient stabilized. The patient's baseline ejection fraction was 30-45%. The physician thought that the right ventricle function was decreased. The whole hypotensive crisis lasted approximately 30 minutes and the patient did stabilize. Air was visualized in the aorta post deployment of the device; however, the physician was not sure of the source of the air. The physician decided to leave the balloon pump in and sent the patient to the intensive care unit. The physician removed the balloon pump the next morning and extubated the patient. The patient remained stable.